Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for a high number of low impedances. The clinician was confused because the measurements from today¿s visit were good. The lead warning was cleared. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4003m58 lead, implanted: (B)(6) 1990. (B)(4).